Manufacturer narrative:
A follow up was performed with the key market (km), and the responder reported that the device was not in clinical use when the issue occurred. The km responder also reported that the ventilator's rear cooling fan housing was missing. It was reported that the customer replaced the housing and the device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had an exhaust fan that fell. It was unknown how the issue was found. No patient or user harm reported. The customer reported that the v60 ventilator had an exhaust fan that fell. It was determined that the issue was caused due to a missing exhaust fan shell. The customer reported that a replacement would be ordered.